Manufacturer narrative:
Summary of evaluation: the limited info provided and the device examination results in the absence of the plastic insert are insufficient to determine the complaint or its cause.

Event description:
The hip was revised. Is not on file for text copy. Enter text.